Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have force sensing resistors (fsrs) out of range. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the force sensing resistors (fsrs) being out of range is unknown. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.